Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment electively and due to non-use. No other event or complications that may have contributed to the removal were reported.